Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain addl info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Incident as reported: lap bilateral inguinal hernia repair - "during the procedure mr (B)(6) noticed a piece of clear plastic inside the pt's abdominal cavity. This was removed and identified as the instrument shield from the seal assembly of the c0r47 port." Pt status: no issues.